Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, and the lead was damaged at implant.

Event description:
It was reported that after moving the lead from one spot in the rv (sensing declined) to another, the physician could not extend the helix despite removal of lead. After multiple attempts, the helix would abruptly extend (outside the body). The lead was replaced. No patient complications have been reported as a result of this event.